Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a power cycle 01000 error, indicating an issue with the main board (processor pca) of the xl unit. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.